Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,/pelvic pain') and genital haemorrhage ('bleeding-general abnormal bleeding') in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gravida ii, parity 2, mood altered, irregular periods, chickenpox, palpitations, low back pain, right upper quadrant pain, arthralgia, chlamydia trachomatis infection, pid pelvic inflammatory disease and appendectomy. Previously administered products included for an unreported indication: motrin. Concurrent conditions included hypertension, hyperlipidemia, vitamin d deficiency, hypoglycemia, vaginal odor, vaginal discharge, sulfonamide allergy, rash, high cholesterol, herpes virus infection, vaginitis chlamydial, bacterial vaginosis, cough, fever, acute bronchitis, chest tightness, anhedonia, sleep disorder, pap smear abnormal, general body pain, high risk sexual behavior, headache, nausea, vomiting, flu, influenza, tooth ache, tooth abscess, swelling nos, chills, stress, dental abscess, abdominal pain, feels poorly, uti, cholelithiasis, gastric ulcer, gastroenteritis, pancreatic disorder, fatigue, gerd, burning sensation, itching, vaginal irritation, yeast vaginitis, vaginal discomfort, neisseria gonorrhoeae infection, hepatitis, overweight, pelvic discomfort, paratubal cyst, endometriosis, pelvic adhesions, bleeding breakthrough, fibroids, anemia, tenderness and urticaria localised. Family history included anxiety (mother), depression (mother) and blood pressure high (grandmother). Concomitant products included acetylsalicylic acid (ecotrin), acetylsalicylic acid (midol), ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, buspirone hydrochloride (buspar), buspirone from (B)(6) 2016 to (B)(6) 2017, clonazepam from (B)(6) 2016 to (B)(6) 2017, desogestrel;ethinylestradiol (viorele) from (B)(6) 2015 to (B)(6) 2018, dicycloverine (dicyclomine) from (B)(6) 2008 to (B)(6) 2017, drospirenone + ethinylestradiol (yasmin) from (B)(6) 2013 to (B)(6) 2014, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2015 to (B)(6) 2016, famotidine, ferrous sulfate, fluconazole (diflucan), hydroxyzine hydrochloride (hydroxyzine hcl), hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, intrauterine contraceptive device (iud nos) from (B)(6) 2007 to (B)(6) 2008, levonorgestrel (mirena), loratadine, medroxyprogesterone acetate (depo provera) from (B)(6) 2008, metronidazole (metrogel), nsaids since (B)(6) 2008, omeprazole, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), phentermine hydrochloride (phentermine hcl), phentermine from (B)(6) 2016 to (B)(6) 2018, promethazine, propranolol from (B)(6) 2017 to (B)(6) 2018, rosuvastatin from(B)(6) 2017 to (B)(6) 2018, steroid antibacterials, valaciclovir hydrochloride (valacyclovir hcl), valaciclovir hydrochloride (valtrex), venlafaxine hydrochloride (effexor) from (B)(6) 2016 to (B)(6) 2017, venlafaxine from (B)(6) 2016 to (B)(6) 2017, vilazodone hydrochloride (viibryd) and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal,/bladder/urinary problems: vaginal infection"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric condition: anxiety& mental anguish/psych injury") and depression ("psychological or psychiatric condition: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy diagnosed post- essure") and nausea ("other injuries/symptoms: nausea"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, weight increased, abdominal pain, back pain, allergy to metals and nausea had resolved, the vaginal haemorrhage, alopecia and fatigue outcome was unknown and the anxiety and depression was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2008, (B)(6) 2009. Current weight 248 lbs. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),back pain, menorrhagia, genital bleeding, nickel allergy, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Test bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, depression,menorrhagia,hair loss, weight gain, cramping, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: plaintiff fact sheet received: new event - fatigue was added. Reporter's information, concomitant drug were added. Outcome of events depression and anxiety were updated as recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gravida ii, parity 2, mood altered, irregular periods, chickenpox, palpitations, low back pain, right upper quadrant pain, arthralgia, chlamydia trachomatis infection and pid pelvic inflammatory disease. Previously administered products included for an unreported indication: motrin. Concurrent conditions included hypertension, hyperlipidemia, vitamin d deficiency, hypoglycemia, vaginal odor, vaginal discharge, sulfonamide allergy, rash, high cholesterol, herpes virus infection, vaginitis chlamydial, bacterial vaginosis, cough, fever, acute bronchitis, chest tightness, anhedonia, sleep disorder, pap smear abnormal, general body pain, high risk sexual behavior, headache, nausea, vomiting, flu, influenza, tooth ache, tooth abscess, swelling nos, chills, stress, dental abscess, abdominal pain, feels poorly, uti, cholelithiasis, gastric ulcer, gastroenteritis, pancreatic disorder, fatigue, gerd, burning sensation, itching, vaginal irritation, yeast vaginitis, vaginal discomfort, neisseria gonorrhoeae infection, hepatitis, overweight, pelvic discomfort, paratubal cyst, endometriosis and pelvic adhesions. Family history included anxiety (mother), depression (mother) and blood pressure high (grandmother). Concomitant products included acetylsalicylic acid (ecotrin), acetylsalicylic acid (midol), ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, buspirone hydrochloride (buspar), buspirone from (B)(6) 2016 to (B)(6) 2017, clonazepam from (B)(6) 2016 to (B)(6) 2017, desogestrel;ethinylestradiol (viorele) from (B)(6) 2015 to (B)(6) 2018, dicycloverine (dicyclomine) from (B)(6) 2008 to (B)(6) 2017, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2015 to (B)(6) 2016, famotidine, ferrous sulfate, fluconazole (diflucan), hydroxyzine hydrochloride (hydroxyzine hcl), hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, intrauterine contraceptive device (iud nos) from (B)(6) 2007 to (B)(6) 2008, levonorgestrel (mirena), loratadine, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, metronidazole (metrogel), nsaids since (B)(6) 2008, omeprazole, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), phentermine hydrochloride (phentermine hcl), phentermine from (B)(6) 2016 to (B)(6) 2018, promethazine, propranolol from (B)(6) 2017 to (B)(6) 2018, rosuvastatin from (B)(6) 2017 to (B)(6) 2018, steroid antibacterials, valaciclovir hydrochloride (valacyclovir hcl), valaciclovir hydrochloride (valtrex), venlafaxine hydrochloride (effexor) from (B)(6) 2016 to (B)(6) 2017, venlafaxine from (B)(6) 2016 to (B)(6) 2017, vilazodone hydrochloride (viibryd) and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal,") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric condition: anxiety& mental anguish") and depression ("psychological or psychiatric condition: depression"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, anxiety, depression, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2008, (B)(6) 2009. Current weight 248 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, depression,menorrhagia,hair loss, weight gain, cramping, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,') in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, multigravida, parity 2, mood altered, irregular periods, chickenpox, palpitations, low back pain, right upper quadrant pain, arthralgia, chlamydia trachomatis infection and pid pelvic inflammatory disease. Previously administered products included for an unreported indication: motrin. Concurrent conditions included hypertension, hyperlipidemia, vitamin d deficiency, hypoglycemia, vaginal odor, vaginal discharge, sulfonamide allergy, rash, high cholesterol, herpes viral infection nos, vaginitis chlamydial, bacterial vaginosis, cough, fever, acute bronchitis, chest tightness, anhedonia, sleep disorder, pap smear, general body pain, high risk sexual behavior, headache, nausea, vomiting, flu, influenza, tooth ache, tooth abscess, swelling nos, chills, stress, dental abscess, abdominal pain, feels poorly, uti, cholelithiasis, gastric ulcer, gastroenteritis, pancreatic disorder nos, fatigue, gerd, burning sensation, itching, vaginal irritation, yeast vaginitis, vaginal discomfort, neisseria gonorrhoeae infection, hepatitis, overweight, pelvic discomfort, paratubal cyst, endometriosis and pelvic adhesions. Family history included anxiety (mother), depression (mother) and blood pressure high (grandmother). Concomitant products included acetylsalicylic acid (ecotrin), acetylsalicylic acid (midol), ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, buspirone hydrochloride (buspar), buspirone from (B)(6) 2016 to (B)(6) 2017, clonazepam from (B)(6) 2016 to (B)(6) 2017, desogestrel; ethinylestradiol (viorele) from (B)(6) 2015 to (B)(6) 2018, dicycloverine (dicyclomine) from (B)(6) 2008 to (B)(6) 2017, ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2015 to (B)(6) 2016, famotidine, ferrous sulfate, fluconazole (diflucan), hydroxyzine hydrochloride (hydroxyzine hcl), hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, intrauterine contraceptive device (iud nos) from (B)(6) 2007 to (B)(6) 2008, levonorgestrel (mirena), loratadine, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, metronidazole (metrogel), nsaids since (B)(6) 2008, omeprazole, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), phentermine hydrochloride (phentermine hcl), phentermine from (B)(6) 2016 to (B)(6) 2018, promethazine, propranolol from (B)(6) 2017 to (B)(6) 2018, rosuvastatin from (B)(6) 2017 to (B)(6) 2018, steroid antibacterials, valaciclovir hydrochloride (valacyclovir hcl), valaciclovir hydrochloride (valtrex), venlafaxine hydrochloride (effexor) from (B)(6) 2016 to (B)(6) 2017, venlafaxine from (B)(6) 2016 to (B)(6) 2017, vilazodone hydrochloride (viibryd) and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia),"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal,") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric condition: anxiety& mental anguish") and depression ("psychological or psychiatric condition: depression"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, anxiety, depression, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2008, (B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, depression,menorrhagia, hair loss, weight gain, cramping, pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs&mr received reporter information and lot no was added. Case become incident with new event added vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), vaginal infection, depression, metal anguish, weight gain, hair loss. Severity added pelvic pain. Outcome added pelvic pain. Concomitant drugs, medical history, treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain,/pelvic pain') and genital haemorrhage ('bleeding-general abnormal bleeding') in an adult female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gravida ii, parity 2, mood altered, irregular periods, chickenpox, palpitations, low back pain, right upper quadrant pain, arthralgia, chlamydia trachomatis infection and pid pelvic inflammatory disease. Previously administered products included for an unreported indication: motrin. Concurrent conditions included hypertension, hyperlipidemia, vitamin d deficiency, hypoglycemia, vaginal odor, vaginal discharge, sulfonamide allergy, rash, high cholesterol, herpes virus infection, vaginitis chlamydial, bacterial vaginosis, cough, fever, acute bronchitis, chest tightness, anhedonia, sleep disorder, pap smear abnormal, general body pain, high risk sexual behavior, headache, nausea, vomiting, flu, influenza, tooth ache, tooth abscess, swelling nos, chills, stress, dental abscess, abdominal pain, feels poorly, uti, cholelithiasis, gastric ulcer, gastroenteritis, pancreatic disorder, fatigue, gerd, burning sensation, itching, vaginal irritation, yeast vaginitis, vaginal discomfort, neisseria gonorrhoeae infection, hepatitis, overweight, pelvic discomfort, paratubal cyst, endometriosis and pelvic adhesions. Family history included anxiety (mother), depression (mother) and blood pressure high (grandmother). Concomitant products included acetylsalicylic acid (ecotrin), acetylsalicylic acid (midol), ammonium chloride;dextromethorphan hydrobromide;sodium citrate (cheratussin), azithromycin, benzonatate, buspirone hydrochloride (buspar), buspirone from (B)(6) 2016 to (B)(6) 2017, clonazepam from (B)(6) 2016 to (B)(6) 2017, desogestrel;ethinylestradiol (viorele) from (B)(6) 2015 to (B)(6) 2018, dicycloverine (dicyclomine) from (B)(6) 2008 to (B)(6) 2017, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2015 to (B)(6) 2016, famotidine, ferrous sulfate, fluconazole (diflucan), hydroxyzine hydrochloride (hydroxyzine hcl), hydroxyzine from (B)(6) 2016 to (B)(6) 2017, ibuprofen, intrauterine contraceptive device (iud nos) from (B)(6) 2007 to 2008, levonorgestrel (mirena), loratadine, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, metronidazole (metrogel), nsaids since (B)(6) 2008, omeprazole, paracetamol (acetaminophen) since (B)(6) 2008, paracetamol (tylenol), phentermine hydrochloride (phentermine hcl), phentermine from (B)(6) 2016 to (B)(6) 2018, promethazine, propranolol from (B)(6) 2017 to (B)(6) 2018, rosuvastatin from (B)(6) 2017 to (B)(6) 2018, steroid antibacterials, valaciclovir hydrochloride (valacyclovir hcl), valaciclovir hydrochloride (valtrex), venlafaxine hydrochloride (effexor) from (B)(6) 2016 to (B)(6) 2017, venlafaxine from (B)(6) 2016 to (B)(6) 2017, vilazodone hydrochloride (viibryd) and vitamin d nos (vitamin d) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal,/bladder/urinary problems: vaginal infection") and alopecia ("hair loss") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric condition: anxiety& mental anguish/psych injury") and depression ("psychological or psychiatric condition: depression/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy diagnosed post- essure") and nausea ("other injuries/symptoms: nausea"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal infection, weight increased, abdominal pain, back pain, allergy to metals and nausea had resolved and the vaginal haemorrhage, anxiety, depression and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2008, (B)(6) 2009. Current weight 248 lbs. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),back pain, menorrhagia, genital bleeding, nickel allergy, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Test bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, depression,menorrhagia,hair loss, weight gain, cramping, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: abdominal pain, bleeding-general abnormal bleeding, nickel allergy, nausea were added, psych injury was clubbed with anxiety and depression. Outcome of pain, bleeding, nickel allergy , bladder/urinary: vaginal infection, nausea, weight gain were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.